Event description:
A customer contacted beckman coulter (bec) reporting that erroneous results for all parameters were recovered from three (3) patient samples run in manual (secondary) mode on the coulter lh 500 hematology instrument, compared with results from sample rerun in automatic (secondary) mode on the same instrument which were considered correct. The customer also reported that there was a diluent leak of approximately 1 ml from the manual probe on the instrument at the time of the event. Data submitted for review from the customer indicated that the all three (3) samples run in manual mode generated a 0.0 value on some parameters with instrument generated messages, numeric results with instrument generated messages, instrument voteouts, and incomplete computations. The customer was contacted on 07/16/2013 and reported that the samples were rerun in automatic mode and were verified as correct. She stated that there were no voteouts or instrument flags associated with the correct results. The printouts for the correct results were requested; however the customer could not provide this information. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. There was no death nor injury or change to patient treatment attributed to or connected to this event as the erroneous results were not reported outside of the laboratory.

Manufacturer narrative:
Controls preceding and following the event were within specifications. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the rear blood detector capture screw was loose, allowing the rear blood detector to slip down on to the blood sampling valve (bsv). This blocked the bsv from rotating, thus allowing diluent to leak on to the sample cover. The fse moved rear detector up into its normal position and tightened the holding screw. Bsv is now rotated smoothly, probe wipe block moved smoothly and aligned properly. Reproducibility tests and mode to mode tests passed. Latron and quality controls (qc) were within set limits. System performance was verified. The failure mode of the discrepant results is related to a loose blood detector screw which caused the blood detector to block the bsv from properly rotating during sampling in manual mode. Per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples.